Manufacturer narrative:
The company rep examined the system and could not replicate the customer reported event. The company rep performed a visual and functional check of the laser module and accessories, but did not identify any nonconformance. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The system event log was reviewed and did not confirm the reported event. The event log showed no abnormal activity. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the laser kept firing, during a procedure, even after surgeon had removed his foot from the footpedal. The emergency stop button was used to stop the laser. There was no pt impact reported.